Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing tachycardia and the device was interrogated. It was noted that the right atrial (ra) lead was exhibiting under and over-sensing episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.